Event description:
Report received from the USA statintg that during a routine inspection a "hole in the hose" was found. It was unknown to the reporter how the hole occurred. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.